Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said they were having problems with their stimulator and they didn't like their stimulator. The patient said that their implant hurts all the time  and flips; patient said this started occurring about 2 years ago. The patient noted therapy goes down one leg and this hurts. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.